Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, the second pre-placed suture was attempted. The proglide feet were deployed. When the plunger was pressed in, with the usual amount of force and without resistance, the foot may have broken and the device came out of the anatomy. Vessel access was lost. One foot was noted to be missing after the device came out of the vessel which may have been carried into the peripheral blood vessel. Currently, the patient has no symptoms and no further action is planned. Manual compression was used to achieve hemostasis. Another access site was used to perform the procedure successfully. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported loss of arterial access could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported foot detachment, loss off arterial access appears to be related to the device pulled against the vessel wall due to procedure circumstance. The detached foot remaining in the patient anatomy and subsequent treatment appear to be related to procedure circumstance. The reported patient effect of embolism is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.